Manufacturer narrative:
Correction to the follow-up 1 MDR in block h11. With all the available information, boston scientific concludes that the reported event of high impedances causing inadequate stimulation was due to caused traced to component failure. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned lead was analyzed which revealed that multiple cables were completely broken at the bent/kinked location of the lead during visual (microscope) and x-ray inspection. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. A product labeling review identified that the linear st lead kit 70 cm was used per the instructions for use (IFU)/product label. The labeling indicates a system failure can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedance on the right-side electrode, resulting in inadequate stimulation. Consequently, the patient underwent a lead revision procedure in which the lead was replaced. After the revision, the patient was reprogrammed and achieved excellent coverage of the pain area, with full recovery expected.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedance on the right-side electrode, resulting in inadequate stimulation. Consequently, the patient underwent a lead revision procedure in which the lead was replaced. After the revision, the patient was reprogrammed and achieved excellent coverage of the pain area, with full recovery expected.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event of high impedances causing inadequate stimulation was due to caused traced to component failure. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned lead was analyzed which revealed that multiple cables were completely broken at the bent/kinked location of the lead during visual (microscope) and x-ray inspection. The bent/kinked location is near the set screw mark of the click x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the click anchor has resulted in the reported complaint. A product labeling review identified that the linear st lead kit 70 cm was used per the instructions for use (IFU)/product label. The labeling indicates a system failure can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedance on the right-side electrode, resulting in inadequate stimulation. Consequently, the patient underwent a lead revision procedure in which the lead was replaced. After the revision, the patient was reprogrammed and achieved excellent coverage of the pain area, with full recovery expected.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.